Event description:
Per the independent repair center statement, the unit is alarming or red light. The key failure is the sieve beds are saturated. Additional malfunctions are the pvc tubes are saturated, hose clamps leak, and the tie wraps leak.